Event description:
It was reported that the customer had a no delivery alarm during manual prime. The customer's blood glucose level was unknown mg/dl. The customer was advised of possible issue with infusion set. The customer was advised to return the infusion set and reservoir. (B)(4).

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs for anomalies, and none were found. Testing was conducted per specification, and the reservoir passed. No occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.